Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, dosing, and dates of therapy unknown) via an implantable pump. On an unspecified date in (B)(6) 2015 (reported as "two weeks ago" on (B)(4) 2015), the patient experienced the gradual onset of major pain; baseline pain that was worse than normal. Subsequently, the patient was seen and their healthcare provider (hcp) checked the pump and settings and told the patient that it all looked right. The hcp "reset the pump again," which was clarified as increased the pump meds. The pain went away in a few days. On (B)(6) 2015, the patient was recharging the battery on their non-company pain simulator, but stopped recharging it because they were not sure if charging it would affect the pump. Also on (B)(6) 2015, the patient went through an security gate. The patient did not hear anything, and had subsequently used their personal therapy manager (ptm) without seeing any codes. No falls, trauma, or medical procedures were reported. On (B)(6) 2015, the patient experienced major pain that was gradual in onset; baseline pain that was worse than normal. The patient assumed that the pump had quit working. The patient was redirected to their hcp. On (B)(6) 2015, information from the hcp reported that the patient went through a metal detector and felt like their pump was not working. On an unspecified date (subsequent to (B)(6) 2015), the patient was seen by their hcp for an office visit an the pump was working appropriately; no diagnostic testing was specified. The hcp made a dose adjustment, but the nature of the adjustment was not reported. Additional information regarding the date of the office visit reported on (B)(6) 2015, diagnostic testing performed, pump logs, intervention, and resolution of the patients pain was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). On (B)(6) 2015, the patient was seen regarding his increased pain. The pump was checked and found to be working without any issues. The nurse that saw the patient suspected the issue was due to the decrease in the patient's oral morphine that occurred at his last visit. His pump dose was increased by 15% to 1.883 mg/day. On (B)(6) 2015, the patient was seen again and reported a slight decrease in his pain. Again, the pump was interrogated and was found to be functioning without any issues. The patient's dose was increased by 20% to 2.258 mg/day. The planned to continue to lower the patient's oral medication dose as they increased the pump dose. The patient's next appointment was scheduled for (B)(6)2015.